Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with mitral annular calcification. It was noted that after deployment of the first clip, the clip detached from the posterior leaflet, remaining attached only to the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. The procedure was then concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (slda) was due to challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.